Event description:
It was reported that during preparation of a steerable guide catheter (sgc), and while applying the minus knob, a snap was heard, and a cable break was observed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported noise, audible (noise) appears to be related to the suspected cable break. Without the device to analyze, the cause of the suspected break (cable break, minus direction) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.